Event description:
It was reported that the ilet displayed repeated alert 38 motor stall errors despite multiple restarts, and subsequent attempts to change the cartridge and tubing resulted in an unable to proceed alert, consistent with a device mechanical jam involving the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with an assembly problem identified, manifesting as a mechanical jam of the motor. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.